Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an e105 communication error code. The issue occurred during preparation for use and the procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, g2 (checkmark health professional), h6 (medical device problem code- replace with 3005) additional information added to field: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of e105 communication error code was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to the failure of light emitting diode (led) source unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.